Event description:
Received information stating patient was experiencing high bg's (200+ mg/dl). Patient is working with nurse practioner to adjust her personal profile.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up MDR will be submitted.